Event description:
It was reported that a patient underwent implantation of an abre self-expanding stent in the iliofemoral vein. Following the procedure, the patient experienced a rash on the skin, a rash on the buttocks that had been present for over a year, a rash on the neck, persistent nightmares beginning almost immediately after the implant. The patient indicated a need to see a dermatologist for evaluation of the rashes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.